Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of adhesive failure was inconclusive due to the nature of the returned sample. The product returned for evaluation was one photograph depicting a statlock crescent catheter stabilization device. The depicted device was placed on what appeared to be tyvek backing. The doors were closed. The paper backing appeared to be removed and hair-like fibers appeared to be adhered to the tricot adhesive. While the removed paper backing and possible hair adhesive suggested that device use may have been attempted, inspection of the submitted photograph prevented assessment of device adhesive presence and functionality. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of judpf017 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported adherence missing in the product. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of judpf017 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported adherence missing in the product. No other information was provided.